Manufacturer narrative:
Initially the complaint report was on a product (rpn) not sold in the us. However on 11oct2016, the manufacturer was notified that the rpn needed to be changed to reflect the actual complaint product; which was determined to be a cook manufactured device. This change in the rpn changed the reportability status of this report. (B)(6). (B)(4). The event is currently under investigation.

Event description:
Information was provided that on (B)(6) 2012, the user was able to successfully implant a zenith aaa system in the male patient via the right common femoral artery. A left type ib endoleak was discovered on a routine follow up exam; therefore, an additional zsle (iliac leg) was implanted on (B)(6) 2015 in the left limb to extend the seal. This was 14 months after the 18 month scan had demonstrated left limb position in the aneurysm sac. No further adverse effects were reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. A review of the device history record could not be performed due to insufficient lot information. Due to this product only being one per lot number no other complaints would be associated with this complaint if lot information was available. The visual inspection of the returned device reported: the contralateral (left) leg side of the device included two zsles. The legs were detached from the main body. The second zsle (zsle-24-90) was implanted within the original (zsle-24-74), and the zsle-24-90 could be seen on the superior and inferior sides of the zsle-24-74; the contralateral side was significantly kinked with a narrow inner lumen; the outer zsle (zsle-24-74) was significantly compressed and wrinkled; the suprarenal stent suture holes were seen to be larger (2 holes combined into one for each suture) and frayed, suggesting that each suture was ripped through the graft material; the sealing stent suture holes showed no sign of ripping or tearing, and the sutures were not present on the device. The imaging review discussed the complaint issues in detail. The pre-implantation cta demonstrated that the only available left seal zone was in the distal left common iliac artery (cia). It was 21mm in diameter and 19mm long. According to the IFU, the length of the seal zone is anatomically appropriate, but the diameter is greater than 20mm, so is outside of the IFU. The left limb migrated superiorly and partially coiled into the aortic and left cia aneurysm sac. It repeatedly kinked because its seal zone was unstable. The instability was aggravated by a short and inadequate seal zone and the short main body used in this procedure. The left gate of the end was implanted 35 mm superior to the aortic bifurcation, which added to the instability by making the available seal zone shorter and allowed the leg to kink and coil inside of the aneurysm. Although the seal zone was anatomically appropriate, according to the review and the IFU, the implantation size and location of the body graft made it so the available seal zone was much shorter and inadequate. "Enough aortic length was available to easily implant 108mm long main body and still seal both iliac limbs. This would have provided greater columnar strength to resist limb coiling and kinking." A main body of length 98 was implanted by the user. The left limb likely did develop a type ib endoleak as left limb seal zone was lost for at least 14 months. In order to attempt to fix this issue, the physician implanted an additional zsle-24-90 into the left limb to extend the seal. Based on this information, the root cause is user technique and did not follow instructions, as the devices were implanted in such a way that the distal seal zone was significantly reduced, and the anatomy was outside of the IFU. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Event description:
No additional information was received.